Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, rtos, and the video board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a communication failed error message and failed to boot up. There are no reports of pt injury or death associated with this event.